Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support developed bleeding from the impella access site. The patient groin site previously stable had begun oozing despite proper patient positioning and dressing techniques. The patient was switched to bival and is off heparin. The patient required transfusion of packed red blood cells and platelets. It was further reported that the impella was explanted for patient to go on comfort measures and the patient expired after withdrawal. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.